Event description:
It was reported that there was a grommet/setscrew problem and the lead had "pistoned out" of the header block. This resulted in a rise in impedances. The device was revised and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076, implantable pacing lead, (B)(6) 2007; 6947, implantable tachy lead, (B)(6) 2007. (B)(4).